Manufacturer narrative:
The customer stated that they could not verify the alleged issue of brakes not engaging and currently they are not aware of any unit with this issue.

Event description:
It was reported via repair work order that the brakes could not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.